Event description:
It was reported that patient was seen in clinic. They had a driveline communication fault. System controller and modular cable were changed out and the alarm resolved. The patient tolerated the exchange well. They had no symptoms associated with this event. Log files captured audible driveline communication faults starting 28aug2024 at 17:15 and continued for the remainder of the log. These faults were affecting the b line of communication. Log files from next system controller showed clock corrupt events from the beginning of the data capture. The current timestamp shows a date of 17jan2000 meaning that may have occurred around 17 days ago, right around the time when the modular cable and system controller were exchanged for driveline communication faults the first time. After the modular cable and system controller exchange, the clock was synced. The log noted constant driveline communication faults starting sometime on 12sep2024 afternoon/evening. Plumber's tape had been suggested to the patient where the connection from the modular cable and driveline connect. The patient had showered multiple times since the exchange in august. Another system controller and modular cable exchange were performed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: corrected. Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted and downloaded log files but was unable to be reproduced during evaluation of the returned modular cable. On (B)(6) 2000 at 19:12:13, the log file captured driveline communication fault alarms due to comm b faults. The alarms remained active until the driveline was disconnected on (B)(6) 2024 at 12:42:42. The driveline and power cables being disconnected is consistent with a system controller exchange. The driveline communication fault alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The returned heartmate modular cable, lot number 10108544, was functionally tested with the returned heartmate 3 system controller, serial number (B)(6), on a mock circulatory loop for an extended period of time during which the cable was manipulated by hand. No atypical alarms or issues were produced. The provided information indicated the system controller, serial number (B)(6), and modular cable, 10108544, were exchanged. Multiple attempts were made to obtain additional information regarding the resolution of the driveline communication fault alarms after the equipment exchange; however, no additional information was provided. A root cause for the driveline communication fault alarms was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate modular cable, lot number 10108544, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (rev. A) was available for use at the time of the event. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and troubleshoot all alarms, including driveline communication fault alarms. The heartmate 3 instructions for use, section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 instructions for use, section d, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.